Manufacturer narrative:
Received a used list #144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer for inspection. A crack was found on the female luer. The set was leak tested per product specifications. The reported complaint of leakage can be confirmed due to the crack on the female luer. The probable cause of the crack is due to a material issue on a vendor supplied part. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: b2: death date null. D10: concomitant product. Updated information can be found in h6 medical device problem codes and component code.

Event description:
A complaint was received regarding a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer that experienced leaked during use. This is report 2 of 2. It was reported that two additional tubing was leaking. The date of incident was on (B)(6) 2025 and then the other one was next week but no specific date. The medication infusing at the time of the event was smof lipids. There was no report of any human harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown but occurred in (B)(6) 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.